Event description:
Allegedly the patient had a loose cup (not a wright medical cup) and an infection.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00235.

Event description:
Allegedly the patient had a loose cup (not a wright medical cup) and an infection.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.